Event description:
Ous MDR - noise was detected on this lead. The device charged, however the shocks were aborted. The patient will be scheduled for a replaced at a later date. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The analysis of the available iegms confirmed the presence of noise which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.